Event description:
It was reported that high capture threshold, pacing inhibition, noise, and oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, inappropriate mode switching was observed on the ra lead. Ra and rv lead damage was suspected, but not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of insulation damage, oversensing due to noise and high capture threshold were not confirmed. A visual and x-ray examination of the lead revealed no anomalies except for procedural damage. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A destructive analysis of the lead revealed no anomalies to the inner insulation.

Event description:
Additional information received indicated that lead insulation damage was the suspected cause of the event. This was not confirmed.